Manufacturer narrative:
Although the suspect device has been received, evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.

Event description:
It was reported to boston scientific corp in 2008, that a resolution clip device was used during a hemostasis procedure performed three days prior. According to the complainant, while using the device, the blue handle separated from the protective sleeve; the sleeve could not be slid back from the clip in order to position the clip. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay."